Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional a left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g1, g2, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Also reported that "the patient did not explant and a capsulectomy was performed . "Patient called to report implant "misshapen". Device remains implanted. This record is for the left side.